Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that a manufacturer's representative (rep) was called to be on site for a revision surgery. The patient had 3 electrodes that were over 10k ohms on the surgical lead and those contacts were needed for the patient's pain relief. The rep also inquired about how long before a lead develops scar tissue, and it was replied that information wasn't available. There was a revision surgery on the day of the report. It was reported that there was no pain relief. The rep stated that the healthcare provider (hcp) doing the revision wasn't the managing physician. The rep also mentioned that they had another colleague on a different case with the therapy issue that was created for the call. That information was followed up for. The doctor also determined that the extension had a "break or short" so the doctor replaced the extension. The doctor also test a lead and that contact 2 was not working. The doctor was unable to replace the lead as it was scarred too much. When the doctor connected the extension to the ins then 4 contacts were bad so the ins was replaced. All contacted with the new ins were good except for #2. The rep programmed around contact 2 and was able to get good coverage. The patient is receiving good therapy now. The rep returned the product and requested that analysis be sent to the rep.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) determined that it was functionally okay with insignificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis information -- 2017-04-14 18:09:26 cst pli# 10 product ID# 37714 the implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. The adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension.